Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unexpected battery power loss, charge/battery lasts less than expected. The customer reported blood glucose value of 488 mg/dl. The customer reported ,hyperglycemia, hyperglycemia treated with ems/ambulance/ER visit, insulin pump (subcutaneous insulin infusion), manual injection/insulin pen. The event involved product(s) unomedical, mmt-332a, mmt-1884l. Troubleshooting was performed. Customer was using insulin pump within 48 hours of reported high blood glucose event. Auto mode/smartguard feature was active at time of high blood glucose event. Customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for unomedical. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a slightly broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2024 21:37:00.000, (B)(6) 2024 15:27:00.000, (B)(6) 2024 12:45:00.000, (B)(6) 2024 00:30:00.000, (B)(6) 2024 00:01:00.000. Replace battery alert was found on: (B)(6) 2024 02:25:00.000, (B)(6) 2024 00:58:00.000, (B)(6) 2024 10:01:00.000. Replace battery now alarm was found on: (B)(6) 2024 02:56:00.000, (B)(6) 2024 03:06:00.000, (B)(6) 2024 01:29:00.000, (B)(6) 2024 10:32:00.000, (B)(6) 2024 10:42:00.000. Insert battery alarm was found on: (B)(6) 2024 01:30:22.000 (B)(6) 2024 19:32:57.000, (B)(6) 2024 19:34:08.000, (B)(6) 2024 19:34:51.000, (B)(6) 2024 19:38:28.000, (B)(6) 2024 00:51:32.000, (B)(6) 2024 14:22:37.000, (B)(6) 2024 17:11:17.000, (B)(6) 2024 17:11:42.000, (B)(6) 2024 17:12:14.000, (B)(6) 2024 17:12:31.000, (B)(6) 2024 17:13:56.000, (B)(6) 2024 17:14:50.000, (B)(6) 2024 17:15:53.000, (B)(6) 2024 17:17:08.000, pump error 23 alarm (B)(6) 2024 03:07:04.000, (B)(6) 2024 10:43:04.000. Power loss alarm was found on: (B)(6) 2024 03:07:20.000, (B)(6) 2024 03:07:28.000 (B)(6) 2024 10:45:19.000, (B)(6) 2024 10:45:27.000 failed battery alert/battery failed alarm was found on: (B)(6) 2024 19:33:42.000, (B)(6) 2024 19:34:35.000, (B)(6) 2024 19:34:54.000, (B)(6) 2024 14:22:48.000, (B)(6) 2024 14:22:48.000, (B)(6) 2024 17:12:04.000, (B)(6) 2024 17:12:04.000, (B)(6) 2024 17:13:30.000, (B)(6) 2024 17:14:29.000, (B)(6) 2024 17:15:53.000, (B)(6) 2024 17:16:47.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 11:01:59 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm, power loss alarm and failed battery alert/battery failed alarm for the date of (B)(6) 2024. Upon checking on the power data/detail trace file, low battery alert at (B)(6) 2024 00:01:00.000 and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. In further checking of the pump history records for the (primary) ss event date of 19-nov-2024 and (primary) customer's event date of 18-nov-2024: battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2024 00:01:00 faster than expected at 4.68 days. Battery cycle 9.0 received the lowbatteryalert (104) on (B)(6) 2024 00:30:00 faster than expected at 3.2 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2024 12:45:00 faster than expected at 1.47 days. In further checking of the pump history records for the event date of 16-nov-2024: battery cycle 9.0 received the lowbatteryalert (104) on (B)(6) 2024 00:30:00 faster than expected at 3.2 days. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2024 12:45:00 faster than expected at 1.47 days. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2024 15:27:00 faster than expected at 0.35 days. In further checking of the pump history records for the event date of 07-nov-2024: battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2024 15:27:00 faster than expected at 0.35 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2024 21:37:00 faster than expected at 3.48 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2024 11:31:00 after more than 7 days at 23.84 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event dates of (B)(6) 2024, (B)(6) 2023, (B)(6) 2022. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event dates of (B)(6) 2024, (B)(6) 2023, (B)(6) 2022 in the formatted history file. In further full review of the pump history/traces on the (primary) ss event date of 19-nov-2024, (primary) customer's event date of 18-nov-2024, event dates of 16-nov-2024 and 07-nov-2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) ss event date 19-nov-2024, (primary) customer's event date of 18-nov-2024 and event dates of 16-nov-2024 and 07-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) ss event date 19-nov-2024, (primary) customer's event date of 18-nov-2024 and event dates of 16-nov-2024 and 07-nov-2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 12:28:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 03:23:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 03:33:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted. Sensorerroralert (801) was found on: (B)(6) 2024 22:34:53.000, (B)(6) 2024 22:44:16.000 (B)(6) 2024 10:39:51.000, (B)(6) 2024 10:49:00.000 (B)(6) 2024 12:39:53.000, (B)(6) 2024 12:49:00.000 lostsensor1alert (780) was found on: (B)(6) 2024 10:14:00.000, (B)(6) 2024 10:24:00.000 (B)(6) 2024 20:20:00.000, (B)(6) 2024 20:30:00.000 (B)(6) 2024 23:49:00.000 (B)(6) 2024 08:21:00.000, (B)(6) 2024 08:53:00.000 (B)(6) 2024 09:03:00.000 (B)(6) 2024 19:39:00.000 lostsensor2alert (781) was found on: (B)(6) 2024 12:34:00.000 (B)(6) 2024 12:44:00.000 sensorsignalnotfound (796) was found on: (B)(6) 2024 16:36:00.000 (B)(6) 2024 16:46:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 90 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 6. No pump/mobile (bluetooth) communication anomaly noted. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.35 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back of the pump during analysis. The pump passed all the required functional testing except sleep current measurement. Unable to verify customer alleged for high bgs. Customer alleged for pump/transmitter communication anomaly, pump/bg meter communication anomaly and pump/mobile (bluetooth) communication anomaly were not confirmed. However, failed battery alert/battery failed alarm, unexpected battery power loss, charge/battery lasts less than expected and a high sleep current measurement were confirmed due to slight corrosion on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.